Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6),2011. According to the complainant, the device was tested and it was noted that the jaws were difficult to open and close. The forceps were advanced through the endoscope and upon exiting the scope, a wire was seen protruding where the jaws meet the catheter. The device and scope were removed in tandem from the patient. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the device was tested and it was noted that the jaws were difficult to open and close. The forceps were advanced through the endoscope and upon exiting the scope, a wire was seen protruding where the jaws meet the catheter. The device and scope were removed in tandem from the patient. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with the handle missing, the needle tail bent, and cuts present along the distal end of the sheath. Additionally, the coil was elongated and removed from the sheath/jacket. No abnormalities were noted with the device riveting and welding which were within design specification. Functionally, the returned unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.